Manufacturer narrative:
Pump alarmed button error due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 89 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.